Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "may 2022." All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported a low reading issue with the adc device. The customer obtained an unspecified low sensor scan and experienced symptoms of dizziness, sweating, and vomiting. It should be noted that the customer reported their insulin pump was not working properly at the time. The customer was seen by a healthcare professional who diagnosed them with dka (diabetic ketoacidosis) and was treated with potassium and insulin via IV (dose/type unknown).